Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the arctic gel pad was applied to patient, but continuous low flow rate was observed. After replacing with new gel pad, the flow rate returned to normal. The initial pad was determined to be defective.